Event description:
During a cataract extraction prodecures, there is an intermittent problem with this unit where the cassette would not eject. The most recent event being 8/14/96. When this problem occurs, the unit is reactivated.